Manufacturer narrative:
During the subsequent site visit by the field service engineer (fse) the analyzer was inspected, and a part replacement was performed. A review of the analyzer service history identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the part was replaced by the fse. A review of the immunoassay systems tracking and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect i2000sr serial number (B)(4). All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated architect stat troponin-I result on a (B)(6)-yr old female patient. Results provided: (B)(6) 2020 sid 007309341 = 0.35 / 0.00 ng/ml, another instrument = 0.07 ng/ml. Customer's negative range: 0.03-0.19 ng/ml. No impact to patient management was reported.